Event description:
Report received of an unrequested bolus dose. The pump settings and the medicaiton infusiong could not be recalled. Reportedly, the operator of the device saw tape on the patient pendant and choose to use this pendant on a patient. When the patient pendant was wiggled, the nurse observed that the pump gave an unrequested bolus dose. The customer reported that the patient lockout and the 4-hour limit worked correctly. The pump was then removed from clinical use. The doctor was notified. There were no medical interventions required. The patient did not experience any adverse effects. Though requested, there was no further information available.